Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the bullet detached from the suture when it was thrown through the pt's sacrospinous ligament. The bullet remained in the capio suturing device. The procedure was completed with a separate capio suturing device with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been rec'd, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.